Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device exhibited power supply problems several times. The issue was found during setup or inspection for use. There were no reports of patient harm.